Event description:
It was reported that there was a coupling problem. It was stated that the patient was getting 4 boxes and was able to get 6 boxes one time. It was stated that about a month ago, the patient began to have ¿further issues¿ with charging though there wasn¿t anything specific about a month ago that the patient mentioned. It was stated that the device didn¿t look mobile in the pocket and there hadn¿t been any confirmed movement. It was stated that while using antenna locate they got 36-44. It was noted that the caller could get 4 boxes ¿in one spot¿ but beyond that coupling was poor. It was noted that the device seemed ¿angled slightly¿. Additional information received reported that impedance checks and antenna locator were conducted but the dates of these diagnostics were unknown. It was reported that the battery was implanted too deep and at an angle. It was reported that the battery would be repositioned surgically on (B)(6).

Manufacturer narrative:
.

Event description:
It was reported that it was believed the revision went forward as scheduled.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).